Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a complete supply change for an ilet system using an infusion set and dexcom g7 sensor, and successfully changed supplies; the user reported a blood glucose of 271 mg/dl after running out of insulin and eating breakfast, with no alerts or alarms noted. Symptoms included hyperglycemia. Outcomes included no reported long-term impact and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction was identified, and no component issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.